Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that during preventative maintenance the etco2 was "taking log time to show up" in the heartstart mrx. There was no pt involvement.